Event description:
In 2009, a doctor alleged that tooth fractures had occurred upon debonding two damon 3mx brackets.

Manufacturer narrative:
The doctor did not provide any specific information regarding the patient's health status. Evaluation of the actual device involved in this incident has not yet been conducted. This is the first MDR report of the two incidents reported.